Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2014.

Event description:
It was reported that an infection occurred. It was also reported vegetation was found on the leads. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.